Event description:
It was reported that the patient experienced incontinence. The patient was cystoscope in clinic and device was cycling fine. Due to that, a surgical intervention was determined to change cuff to smaller size. There were no patient complications.